Event description:
The facility reports using biogel pi micro gloves during a surgery procedure and identifing a hole in the right hand glove, on the lower part of the right thumb. The facility reports while using a kocher craw instrument, the glove was caught by the instrument, causing the hole. The facility was unable to find the torn piece of glove and cannot confirm or deny whether the piece remains in the patient. The facility refuses to provide the lot number and/or details on the surgical procedure that was being performed. The facility reports taking a "long time" to look for the piece while the patient was anesthetized but refuses to provide information regarding additional medication being administered. Samples are not available and no additional information is available or expected.